Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-may-2021, UDI#: (B)(4). Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the past couple of days, the patient had pain at the ins site that would come and go. It was noted to be sudden and that there were no trauma/falls that could be related to the issue. The patient had an appointment with their healthcare provider (hcp) next week regarding checking the ins site. Additional information was received. It was reported that the patient went to their health care professional (hcp) in (B)(6) stating that her ins wasn't working because she didn't feel stimulation even after increasing stimulation. The patient mentioned that the hcp noted that the patient's wires had been disconnected so the hcp consulted a manufacturing representative to program the device and the patient confirmed programming was successful. The patient also reported getting relief of symptoms but asked if there should be pain around the implant. The patient indicated that she thought she felt a dull ache or pain around the implant site but thought the pain/ache was in her head. It was stated that the hcp told the patient the wires may be disconnected. There were no further symptoms or complications reported or anticipated.